Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received clarified on 07/07/2016 the patient was admitted from nursing home center for vomiting and abdominal pain. Vomiting was resolved later without any intervention. On (B)(4) 2016 the patient underwent surgical intervention where in the valve was implanted for the heart (unknown if it is related to the ongoing issue). Also, during the surgery the patient had wound debridement and washout for infection as reported in follow up # 001, submitted on aug 10, 2016.

Manufacturer narrative:
(B)(4)

Event description:
It was reported following the hf sensor implant procedure, the patient experienced loss of blood from her right groin (catheter insertion site). Subsequently, the patient experienced hypotension and became unresponsive. As a result, the patient received a bolus of normal saline and also received levophed. Additionally, the patient received a blood transfusion and was transferred to the ICU. Later, the patient stabilized and the bleeding resolved. As of 06/14/2016 the patient was still hospitalized. Allegedly, the event is not related to the device but to the procedure. It was noted this is a clinical study patient.

Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient experienced significant right femoral artery bleeding. The patient received 4 units packed red blood cells (prbc) and 2 units of fresh frozen plasma and was taken back to surgery on (B)(6) 2016 wherein the covered stent was placed to stop the bleeding. The physician inadvertently accessed the left femoral artery which was unable to be closed and the patient was taken for an open superficial femoral artery repair. Additionally, the patient developed infection (pseudomonas/ enterococcus) and hematoma at the left surgical site. The patient was improving by local wound debridement and wound care. Vascular ultrasound revealed hematoma. The anticoagulant drug was discontinued and the patient received additional 2 units of prbcs. Reportedly, the patient is stable and transferred to a skilled nursing facility with wound care, IV antibiotics and restarting on low dose of anticoagulant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.